Event description:
Ligasure used for a tumor debulking surgery and it started to "stick" almost right away. After a few uses, surgeon could not release the ligasure from the tissue. It would not open.